Event description:
Approximately 7 month(s) and 13 day(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced disassociation of glenosphere with increased pain and significant poly wear. The patient was previously revised for aseptic glenoid loosening. The patient underwent a standard reverse with preserve stem revision for the disassociation with the reported removal of the humeral liner, glenosphere, and glenoid base plate components. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded.